Event description:
On 4 separate occasions the hearing aids suddenly get very loud and he has to take the hearing aids off his ears. He is concerned that it has affected his hearing. Occurred in both aids. When he looks at his app it will show the volume is all the way up. He has not touched his hearing aids. He is currently in the ent office and will have his hearing evaluated. Will send to isr for next steps.

Manufacturer narrative:
1. Initial report: hearing aids allegedly randomly gets very loud and the patient claims he has to take the hearing aids off his ears due to painful sound. The patient is concerned that the high sound might have affected his hearing. The hearing aids are in the process of being returned but are currently delayed, therefore no investigation of the devices have yet been carried out. Currently we can therefore not rule out the possibility that the devices has malfunctioned and potentially damaged the hearing of the patient. Once the devices are returned and investigated we will update this report with the investigation result and final conclusion. Serial number for right (r) device: (B)(6). 2. Follow-up/final report: the case has been reviewed from a clinical perspective. Customer reported: - both hearing aids suddenly gets randomly loud. This has happened on at least 4 occasions. This is reflected in the app on iphone 7 where default volume (67%) is suddenly increased to 100%. Level is so loud that he has to take ha out. - end user is concerned that his hearing has decreased. Follow-up hearing test shows that there has been no additional hearing loss. Returned devices have been investigated and tested and are performing acc to specifications. Clinical evaluation: the clinical evaluation for the device family does evaluate loud sounds and this is addressed in the risk analysis and mitigated to an acceptable limit by built-in protective measures in the device design. The sudden volume change can be perceived as uncomfortable if unexpected. However, the default volume range (+ 6 db spl) is an intended part of the device design and evaluated acceptable. As the volume increase is inside end user's fitted gain levels, a relatively short exposure should not be likely to cause harm to residual hearing if the event was to re-occur. Clinical conclusion on the case is that the hearing aids are performing according to specifications and that it is evaluated unlikely that this event (or a similar event) would cause harm to residual hearing if it were to recur.

Manufacturer narrative:
Hearing aids allegedly randomly gets very loud and the patient claims he has to take the hearing aids off his ears due to painful sound. The patient is concerned that the high sound might have affected his hearing. The hearing aids are in the process of being returned but are currently delayed, therefore no investigation of the devices have yet been carried out. Currently we can therefore not rule out the possibility that the devices has malfunctioned and potentially damaged the hearing of the patient. Once the devices are returned and investigated we will update this report with the investigation result and final conclusion. Serial number for right (r) device: (B)(4).

Event description:
On 4 separate occasions the hearing aids suddenly get very loud and he has to take the hearing aids off his ears. He is concerned that it has affected his hearing. Occurred in both aids. When he looks at his app it will show the volume is all the way up. He has not touched his hearing aids. He is currently in the ent office and will have his hearing evaluated. Will send to isr for next steps.